Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
See manufacturer¿s report # 3004209178-2013-08430. The patient had experienced withdrawal in (B)(6) 2013. The patient had a catheter re placement on (B)(6) 2013. The following event takes place in (B)(6) 2013, following the catheter replacement. The patient¿s daughter reported that their healthcare provider found fluid accumulation at the insert of the spine that they thought could possibly be an abscess. The patient was admitted to the hospital on (B)(6) 2013. They noted the patient presented with altered mental status and possible sepsis. An x-ray found possible pneumonia, but they never confirmed pneumonia and they had not treated the patient for that. An abdominal x-ray revealed a fluid collection measuring two centimeters along the path of the catheter at the level of l1-l2, just posterior to the spinous process, further stating it was ¿in medical to lateral in 2.7 cm in 80 dimension¿. Their hcp noted it likely represented an abscess core. The patient had an elevated white blood cell count. They were complaining of pain; they were more confused than their regular dementia presented; they had incontinent issues that they did not normally have; and they had fever. The patient went to another physician and they were administered IV antibiotics. By the time the physician saw her on (B)(6) 2013, the patient did not have fever. The patient had pain medicines ¿so forth and so on¿. The daughter noted things were under control and still were. The CT and x-rays were evaluated, and the physician noted ¿there was fluid as best he could tell¿. They wanted to watch it to make sure it was not an abscess; to watch it for redness, swelling, and tenderness; to see if the patient got a fever. The physician reiterated that their only option was to remove the pump, but they did not want to do that because there was no other option that they knew of to control the patient¿s pain and spasticity. The daughter noted the tip of the catheter terminated at t7-t8. The daughter communicated that, per radiology reports, there was a compression fracture noted at t8, an ¿old right rib fracture,¿ and severe degenerative disc disease at l3 through l4, at l4 through l5, and at l5 through s1. They further noted the patient had levorotoscoliosis of the lumbar spine. The medication used within the system was morphine.

Event description:
Additional information reported was the hcp contacted the patient on (B)(6) 2013. The patient was ¿feeling a little depressed.¿ it was ¿still painful to touch.¿ there were no other changes. An appointment with the physician was planned for (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was hospitalized (B)(6) 2013 . No further information was provided.